Event description:
Healthcare professional reported right side "textured to smooth implant exchange." Healthcare professional later reported "hole, non-specific." The device has been explanted.

Manufacturer narrative:
Health effect - impact code: f2203. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: textured to smooth implant exchange and rupture.

Event description:
Healthcare professional reported right side "textured to smooth implant exchange." Healthcare professional later reported "hole, non-specific." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: the device is related to the reported event, anxiety-product/procedure and rupture received on august 16, 2023, with lot number#: 2554288. Based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe, as it is a medical event. Not related to the device. Rupture: one opening observed, on posterior side assessed, as unidentified (tear) opening (shell thickness was within specification). Additional observations: non-penetrating nicks observed. Red particles observed, inner the surface of the shell. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, right side "textured to smooth implant exchange". Healthcare professional, later reported, "hole, non-specific". The device has been explanted.